Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported that the needles will not attach. Consumer said that he made several complaints for the same issue with other boxes and has received several replacements but the issue is not being resolved. He also stated that he was told that he must line up the needle with the pen before tightening the needle, he said that is impossible to do. Lot #: 3038612 catalog #: 320550 date of event: unknown samples: available.